Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site and found a loss of communication to arm 3. The isi fse replaced the set up joint (suj) proximal to resolve the issue with an error. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform a failure analysis. The suj was analyzed and found to have errors 32097 and 31226. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer-reported issue.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the site contacted intuitive surgical, inc. (Isi) technical support engineer (tse) to report that they received another error and arms locked up. The isi tse uploaded error logs and noted multiple universal surgical manipulator (usm) 3 communication errors. The customer had rebooted the system, and power cycled the system for earlier issues and then the system faulted again after the instruments were inserted. They have not clamped yet and undocked the system and were not going to use the system until inspected. The isi tse was not able to get a clear answer as to how they were going to continue with the procedure. The isi tse viewed status as notes were being typed and the customer had elected to continue with the procedure. The procedure was completed with no reported injury.